Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received ops, try later message and also reports received application error. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app and the device will not be returned for analysis.

Manufacturer narrative:
"An attempt to reproduce the reported event using simplera 1.3.1 installed on iphone 12(ios - 17.1) was conducted and confirmed the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specification document (B)(4). Cause and or contributing factors: we were unable to conduct a thorough investigation due to the lack of application diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. However, based on our assessment, we believe that the issue might have occurred in case of the following events : 1) incorrect serial number of the sensor entered on the sensor pairing screen 2)incorrect passcode was entered on the pairing screen 2)not accepting the bluetooth pairing request when the pop-up appeared 3)repairing the sensor while it is already connected in the bluetooth devices. Steps to resolve: incase of similar issues in the future, please try the following steps: -please confirm if the correct serial number and passcode are being entered -please accept the bluetooth pairing request promptly. Delaying will cause issues in connecting -please make sure to forget the device in bluetooth device list if you are attempting to reconnect the same sensor for some reason. Afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.